Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler 45 instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed through a review of the system logs that a stapler misfire occurred. The stapler 45 instrument was used at the site on (B)(6) 2019 on system serial #(B)(4) and failed due to error code 22030. Error code 22030 states the firing failed. Further analysis of logs showed firing failure due to hi-torque. The instrument was able to pass initialization during failure analysis. Clamp and fire function passed with no issues. Staple formation on a test sheet was proper. No physical damage was observed at the wrist assembly. The system logs reveal that the stapler 45 instrument was involved with one firing failure. During the firing failure, a green stapler 45 reload was installed and the firing completion was at 85%. The firing failure occurred during the first overall fire of the instrument. The system logs reveal that the instrument had 1 complete clamp in 1 total attempts. Isi has also received the curved-tip stapler 30 instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint that the instrument "misfired.¿ the instrument was found to have a single firing failure based on system log review. During the firing failure, a green stapler 30 reload was installed and the firing completion was at 72.63%. The firing failure occurred during the 4th fire of the instrument. The system logs reveal that the instrument had 5 complete clamps and 0 incomplete clamps. The instrument was installed on an in-house system. The instrument passed an initialization test. The instrument also clamped and fired successfully. As of the date of this follow-up #1 MDR, isi has not received the green stapler 45 reload associated with this complaint. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the surgeon made the decision to convert to open surgery to control intra-operative bleeding associated with an alleged stapling misfire involving a green stapler 45 reload. However, the root cause of the alleged stapling issue and intra-operative complication is still unknown at this time.

Manufacturer narrative:
Based on the current information provided, the root cause of the patient¿s intra-operative complication cannot be determined. Isi has requested for the following products to be returned for evaluation: curved-tip stapler 30 instrument, green stapler 30 reload, stapler 45 instrument, and green stapler 45 reload. As of the date of this report, isi has not received any of the instruments or reloads. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. The system logs show 2 partial fires with a curved-tip stapler 30 instrument (part #470530-08, lot #t10190305-0087) and a stapler 45 instrument (part #470298-14, lot #t10190409-0055). The curved-tip stapler 30 instrument had a partial fire with a green stapler 30 reload installed. The firing failed at 73% completion and this was the fourth firing attempt by this instrument in the case. The second partial fire involved a stapler 45 instrument with a green stapler 45 reload installed. The firing failed at 85% completion and this was the first firing attempt by this instrument in the procedure. This complaint is being reported due to the following: during a da vinci-assisted pulmonary lobectomy procedure, the surgeon made the decision to convert to open surgery to control intra-operative bleeding associated with an alleged stapling misfire involving a green stapler 45 reload. However, the root cause of the alleged stapling issue and intra-operative complication is unknown at this time.

Event description:
It was initially reported that during a da vinci-assisted thoracic procedure, the surgeon allegedly encountered two separate misfires while using a curved-tip stapler 30 instrument and a stapler 45 instrument. In relation to the stapler 45 instrument, the initial reporter indicated that the blade of the stapler 45 reload had gone past the last staple. The surgeon made the decision to convert to open surgery as a result of bleeding. The patient was reportedly in stable condition. On 10/29/2019, intuitive surgical, inc. (Isi) contacted the isi clinical territory associate (cta) and gathered the following additional information regarding the reported event: the cta was present during the da vinci-assisted pulmonary lobectomy procedure which was not recorded on video. According to the cta, the surgeon was able to fire white stapler 30 reloads with no issues using a curved-tip stapler 30 instrument. When the surgeon fired a green stapler 30 reload on bronchus tissue, a blade exposed message appeared. The surgeon inspected the staple line which appeared to be intact. No repair of the staple line was needed. The surgeon then attempted to use a sureform stapler 60 instrument on lobe tissue. Per the cta, the surgeon decided to switch to a stapler 45 instrument since the sureform stapler 60 product was ¿too big.¿ the surgeon then attempted to fire a green stapler 45 reload on lobe tissue using a stapler 45 instrument. After the surgeon fired the green stapler 45 reload, a blade exposed message was generated and bleeding was identified on the staple line. The cta explained that it appeared as though the blade had transected beyond the staple line. The surgeon attempted unsuccessfully to control the bleeding robotically. According to the cta, the surgeon could not get the right angle to control the bleeding. The surgeon then converted the surgical procedure to traditional laparoscopic surgery to try and control the bleeding. Again, the surgeon could not get the right angle so the decision was made to convert to open surgery. The surgeon was able to control the bleeding via open surgery and the surgical procedure was completed. The cta indicated that the site will be sending the curved-tip stapler 30 instrument and stapler 45 instrument with the green stapler reloads involved with the exposed blades still installed. On 11/01/2019, isi contacted the surgeon and obtained the following additional information regarding the reported event: in relation to the intra-operative bleed, the patient experienced an estimated blood loss of 500 ml. Post-operatively, the patient developed hypoxia, aspiration pneumonia, and urinary retention. As a result, antibiotics and steroids were administered. The surgeon indicated that the post-operative complications were "likely related to increased pain requirements due to conversion to thoracotomy." In regards to the patient's current status, the surgeon indicated that the patient is "recovering with longer than anticipated length of hospitalization."